Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred an unknown number of days after the sensor had been inserted in the abdomen. The patient stated that when she got a high reading from her dexcom device, she did not do a fingerstick to confirm, and even though it is not reported, it is highly likely that the patient treated herself with insulin. At an unspecified point after this, the patient started to experience cold sweats and started to feel sick, and by the time her husband found her, she was unresponsive. Her husband first thought something was wrong with the dexcom sensor and changed it twice while she was unconscious. Eventually the husband called an ambulance, and she was brought to the hospital. Upon arrival to the hospital a fingerstick was performed and the blood glucose reading was 2.1 mmol/l. Patient reported that she stayed in the hospital for 2 days and received an unspecified treatment to ensure her blood glucose levels would return to normal. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.